Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on 07may2022. This report addresses patient 4 of 4. The customer reported a false positive result with the ID now covid-19 assay performed on 07may2022 with a direct tested nasopharyngeal sample. Confirmation testing was performed on saliva with mizuho medy smart gene pcr and generated negative results. The customer stated the patient was asymptomatic. The test was carried out on suspicion of close contact. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on and international product, list number 190-00j, that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m187024 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m187024 and test base part number 190-430 / lot m187024. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187024 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.